Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump was explanted on the previous monday and was still beeping. Prior to explant, the pump was shut down and reprogramed but continued to "shut down and restart itself" (stall and recover) with no apparent pattern. It was noted the patient did experience increased spasticity. The pump was used to deliver lioresal. The patient was doing good so far, and had no complaints.

Manufacturer narrative:
Additional analysis of the pump (sn; (B)(4)) reported that two areas of concern were examined optically and using the a scanning electron microscope (sem). Location #1 produced a leak, and location #2 did not. It was confirmed via sem that the damage at location #1 penetrated the through the tube wall, whereas the damage at location #2 did not appear to penetrate through the tube wall. Optical and sem analyses indicate that the damage observed is consistent with tool damage (e.g. Tweezers).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the pump was interrogated, but the pump logs could not be printed. The pump was "restarted" on (B)(6) 2015 at 14:47. Afterwards, the logs indicated the following events; (B)(6) 2015, stop at 23:08, start at 23:34. On (B)(6) 2015, stop at 9:13 and start at 9:43; stop at 10:16 and start 11:50; stop at 12:51 and start at 14:22; stop at 22:10 and start at 13:10. On (B)(6) 2015, stop at 7:27 and start at 9:05; stop at 9:31 and start at 13:19; stop at 21:25 and start at 23:29. On (B)(6) 2015; stop at 12:22 and start at 14:26. On (B)(6) 2015, stop at 20:17 and start at 23:25. On (B)(6) 2015, stop at 16:25 and start at 23:29. On (B)(6) 2015, stop at 9:28 and start 12:34; stop at 13:05 and start at 14:15; stop at 22:23 and start at 22:57.

Event description:
It was reported the pump was implanted on (B)(6) 2015. On (B)(6) 2015, the pump, "turned itself off" (motor stall) due an unknown reason. A few hours later, it "restarted itself again" (motor stall recovery). This occurred 10 times in three days with different time intervals of "being shut off and restart". The pump was read and motor stall and motor stall recovery were noted as information. It was noted the pump was filled with "500 mg baclofen" and should have 23 ml left in the reservoir. The pump would be replaced on (B)(6) 2015. The pump was used to deliver baclofen.

Manufacturer narrative:
Analysis of the pump ((B)(4)) found an issue with the pumphead; mechanical damages due to a manufacturing issue resulting in a hole in the pump tube and a motor feed thru anomaly; shorting across the insulator.